Event description:
Lead was explanted due to poor sensing. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a deformed rv shock coil, which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported poor sensing. The measurements during the electrical inspection were accordingly to the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.